Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the power management board was found. The device's power management board was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm as designed.